Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as the complaint unit was not returned. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and none were identified through investigation. A review of IFU/training materials revealed no deficiencies. Per the event description, ''the pusher was pulled back from valve and the operator attempted to push device forward. The device was catching on calcium, then jumped forward. It was horizontal root. The pusher caused dissection at level sinotubular junction (stj). Covered endograft and bare dissection stent were deployed, followed by left coronary artery (lca) and right coronary artery (rca) stenting.'' The procedural manual states, ''ensure the flex catheter tip is flush with the thv for support during crossing''. In this case, the operator had retracted the flex tip away from the crimped valve prior to crossing, which likely exposed the valve struts to the reported calcium. It is likely the calcium created a physical barrier for further advancement, storing tension through the interaction, and caused a forward jump after tension release, resulting in the dissection. Based on the available information, patient factors (calcification) and use error (not keeping the flex tip flush with the thv during crossing) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. The pusher was pulled back from valve and the operator attempted to push device forward. The device was catching on calcium, then jumped forward. It was horizontal root. The pusher caused dissection at level sinotubular junction (stj). Covered endograft and bare dissection stent were deployed, followed by left common artery (lca) and right common artery (rca) stenting. The patient in in stable condition with impella in place. The valve was successfully implanted. As per medical opinion, the pusher should have been moved back up against stent from of valve before crossing.

Manufacturer narrative:
The investigation is ongoing.